Event description:
It was reported that during follow-up of the asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Troubleshooting was not attempted due to low battery status. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.